Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was returned, device is starting the evaluation process.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The article was measured and found to be produced according to the print and manufacturing specifications. Unfortunately we are not able to determine the exact cause which led to the reported problem. Placeholder.

Event description:
This report is 1 of 1 for complaint (B)(4).

Event description:
Screw didn't go through clamp: a device report from (B)(4) indicated a surgeon in (B)(6) reported: after the doctor inserted the screw, he tried to insert a clamp to the screw, but he failed. Therefore, he changed the size of the screw, he reinserted the screw and the operation went on. However, after the operation, the doctor tried to insert the sample clamp to the screw in question again, he could do it without any problems. During the previous operation performed on (B)(6) 2013, the same kind of defect case occurred. This time, just before clamp installation, a trouble occurred by cutting into wrong size due to wrong information on the operation methods of rod cutter. Our staff observed a mistake made by the surgeon. He failed to make sure to loosen the clamp beforehand.